Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the associated right ventricular (rv) lead was explanted and replaced due to a product performance issue. The representative indicated the lead was likely explanted for high pacing thresholds or high impedances. The representative was unable to provide any further details. The root cause for the clinical observations remains unknown. This cardiac resynchronization therapy defibrillator (crt-d) remains in service with the newly implanted rv lead. No additional adverse patient effects were reported.